Manufacturer narrative:
(B)(4).

Event description:
The patient reported that stimulation turned off, then it turned back on very high. There was "so much charge going into the patient" but he then got it turned down. A doctor came up on the screen and he turned therapy off. The doctor code remained unknown. The patient was experiencing terrible neuropathy and excruciating pain. He was also extremely distressed. Stimulation was off, neuropathy was bad, toes were cramping, and the patient had never felt this pain before. The timeline of events were unclear due to the patient's state. Initially it was reported that, about 3 minutes after reporting the loss of stimulation, the patient realized he had been sitting on the patient programmer (pp). Later it was inferred that he had turned stimulation off himself, possibly regarding a CT scan he had. The patient had fallen on (B)(6) 2015 and broke 4 ribs. After the fall, he was worried the fall hurt his kidneys and he reported this to a hospital. He had a CT scan on (B)(6) 2015. Following the procedure, he was told to leave as he had already been seen. The patient alleged he had not. He was getting delusional. He didn't know where he was and he thought he was going to die. He thought he had 12 days to live but would only make it 7. He was having a "bad reaction." The pp was used and confirmed stimulation was programmed at group a, program 1 at 2.90 volts and program 2 at 2.20 volts. These were normal settings and the patient turned stimulation on by himself and verified the stimulation on icon. Stimulation was not helping. It didn't feel right. It helped on a small level but not enough to benefit him. Stimulation was turned back off. It was not making a difference in neuropathy. It was never confirmed if stimulation was on with the initial sync during the call. The patient declined any programming changes. It was not asked if the onset of symptoms were sudden but they appeared to be. The patient stated "neuropathy began after stimulation had been off for..." And then never finished or clarified. The patient reported being in a hospital during the call for the fall symptoms and neuropathy but also had stated that he had been in the hospital when stimulation turned off and neuropathy started. Relevant medical history included non-malignant pain. Follow-up was performed to determine what actions were taken to address the event and if it was resolved.